Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 243mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.